Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and results. What is the patient¿s current status?

Event description:
It was reported that a patient underwent a gynecological procedure in 2005 and mesh was implanted. The patient experienced recurrent mesh erosions since inserted. The previous erosion was 2009, and possible bladder erosion. The patient has been referred to urology for management. Additional information has been requested.